Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 34.4 months, was explanted due to battery depletion. There is a concern that the battery depleted prematurely. It was further reported that during the explant procedure the left ventricular pacing lead broke from the lead and the lead uncoiled, possibly due to the setscrew not being completely loosened. The device was given to the patient after explant and will not be returned.